Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k#: 510(k): k926214. The actual sample was received for evaluation. Visual inspection revealed that the urethane outer layer had been detached from the core wire partially, in the area approximately 63mm - 114mm (approximately 51mm in length) from the distal end. It was assumable that the thread-like substance observed in the patient body was the detached urethane outer layer. Magnifying inspection of the section where the urethane outer layer had been detached revealed: the urethane outer layer on 63mm-114mm from the distal end had been sheared off half-circumferentially and the core wire was exposed consequently; the urethane outer layer seemed to have been pulled and torn-off at approximately 63mm from the distal end; the surface of the urethane outer layer on the urethane-missing section showed smooth surface as if it had been cut off with a sharp instrument. Electron microscopic inspection of the urethane-missing section revealed: some bowlike-shaped creases had been generated on the sections distally and proximally adjacent to the urethane-missing section; some diagonal creases had been generated along the urethane-missing section. Magnifying inspection of the urethane outer layer on the intact segment did not find any anomaly including a flaw or a break in the appearance. The outer diameter of the actual sample was measured on the intact segment and confirmed to meet the manufacturer specifications, and to be comparable to the outer diameter of a current product sample: od of the actual sample (at approximately 120mm from the distal end) 0.84mm; od of the current product sample (at approximately 120mm from the distal end) 0.84mm. Reproductive testing was performed on a current radifocus guidewire m sample and a factory-retained metal needle. After inserted in the metal needle, the guidewire in the state of having contact with the metal needle was pulled in the withdrawal direction. The result showed that the urethane outer layer was partially sheared off the core wire with the exposure of the core wire. Magnifying inspection found that the sheared cross-section of the urethane outer layer was in the smooth state. The end of the sheared urethane had the shape implying that the urethane outer layer had been ripped off. Electron microscopic inspection of the urethane-sheared section revealed that bowlike shape creases had been generated on the sections distally and proximally near the urethane-sheared section. In addition, consecutive diagonal creases had been generated along the urethane-sheared section. The state of the damaged urethane outer layer on the test sample was confirmed to be similar to that observed on the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needles is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was withdrawn from the metal needle used in combination with the actual sample in the state of the urethane outer layer of the actual sample having contact with the metal needle, which resulted in the urethane outer layer being sheared off the core wire. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure. A pacemaker implantation case on (B)(6) 2019 was performed. The puncture from the subclavian vein (using a metal puncture needle). Reflow of blood was confirmed. When insetting the guidewire, they found difficulty in advancing it into the subclavian vein due to its tortuosity. Then, while checking the progress of the guide wire under a fluoroscopy, they repeated pull-and-push manipulation several times. The case was completed; however, post-operative radiography showed that a thread-like material was caught in the puncturing site near the subclavian vein. They stated the urethane outer layer possibly came into contact with the metal needle and got sheared off the core wire when the guide wire was withdrawn from the metal needle. A part of the urethane outer layer remains in the patient, was not retrievable. The procedure was completed successfully.